Event description:
The valve of the catheter would get pushed in when attaching tubing. No report of harm or injury. The customer did not provide any add'l info or clinical details for the add'l events. The customer reported 8 defective devices but is not expected to return any devices. Customer reported this happened for three interventional radiologists. This is one of three reports for this complaint: 1125782-2010-00007, 1125782-2010-00008.

Manufacturer narrative:
Device eval: the device will not be returned for eval/investigation. Root cause is under investigation. Merit determined on (B)(4) 2010 that a product correction would be required for the merit valved one-step centesis drainage catheters. Customers are advised to discard the device at the point of use. This is a 5-day MDR report in accordance with statutory reporting requirements. Communications to consignees began on (B)(4) 2010. A report to the FDA in accordance with 21 cfr 806.10 is also in process and will be sent on (B)(4) 2010. No add'l form 3500a reports will be filed for this event. Notification of product correction.